Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: a hammer broke during the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The investigation of the complained oracle slide hammer shows that the lower part at the shaft by the thread is broken. The present oracle slide hammer was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question.

Manufacturer narrative:
Device is used for treatment, not diagnosis there are scratches along the length of the shaft, and a dull color over all. The shaft is broken near the threads. Due to an unknown cause, the product broke at the shaft threads. The material of the shaft was determined to be within specification. The hardness was unable to be verified due to the part geometry. The instrument conformed to dimensional specifications at the time of manufacturing. The diameter of the shaft near the broken threads is within specification however the threads and major diameter of the threads could not be verified due to where the break occurred. (B)(4)